Event description:
Customer reported that the insulin pump returned a no delivery alarm during priming. Customer was unable to troubleshoot due to not having supplies available at the time of the call. Blood glucose level was 180 mg/dl. No further information was provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).